Manufacturer narrative:
(B)(4). The device sample has been returned to the manufacturer however the investigation report has not been submitted at the time of this report.the manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the catheter dislocated because the balloon burst.the patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. Visual examination was conducted on the returned representative samples. All catheter components appeared to be intact and in good condition. Based on the complaint, it was reported that during use the balloon burst. 3 catheters were involved in the incident. However, there is no returned of actual samples to further investigate on the actual root cause. Further investigation was conducted on the representative samples (9 pieces) by inflating the balloons with prefilled syringes. Balloons were able to be inflated with no burst and no asymmetrical was observed. In our current standard operating procedure, the products are subjected to 100% visual inspection and then a 100% balloon inspection is subjected to a leak test. Catheter with defective balloon will be culled out during this process. Based on the investigation and testing conducted on the representative samples, no functional defect was found. Therefore, this complaint could not be confirmed.

Event description:
Alleged event: the catheter dislocated because the balloon burst. The patient's condition was reported as fine.